Manufacturer narrative:
Follow-up from 14-jul-2015: no further information is expected regarding this case. Case closed. Company cusality comment: this medically confirmed spontaneous case report refers to an adult female patient who had an attempt to insert essure (fallopian tube occlusion insert) but there was no bilateral success. After the attempt, parts of the insertion guide came out in pieces. The essure procedure was aborted and a laparoscopic sterilization was opted. The event parts of the insertion guide came out in pieces, interpreted as device breakage is considered non-serious. According to essure's reference safety information, the breakage is unlisted. However, according to product technical complaint (ptc) analysis, the micro-insert breaking during the procedure is an anticipated event. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the physician made the first attempt to place the essure inserts, but tubes were occluded. The physician made two additional attempts to insert but at the third time, they could not get the essure through the inserter and aborted the procedure. Upon washing the bettocchi, parts of the insertion guide came out in pieces. Considering that the breakage occurred during a difficult essure insertion procedure, the breakage is considered related to essure. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received via license partner from a physician in (B)(6) on 22-apr-2015 which refers to a adult (>=18y & <65y) female patient who had an attempt to insert essure (fallopian tube occlusion insert) lot number c51067. It was stated that the normal procedure was followed to insert essure, tubes were occluded. Physician administered buscopan 20mg, waited and tried again, but no success bilateral. When tried a third time, it could not get the essure through the inserter and the procedure was aborted. They opted for laparoscopic sterilization. Also stated that upon washing the bettocchi, parts of the insertion guide came out in pieces. No further information was provided. Product technical complaint investigation and final assessment were received 12-may-2015: this adverse event report is related to a product technical complaint and was initiated due to a a product quality issue. In addition, the ae case refers to a usability issue. (B)(4). Final assessment: lot number: c51067, production date: 21-apr-2014, expiration date: 30-apr-2017. Failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 5/06/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device removal. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had an attempt to insert essure (fallopian tube occlusion insert) but there was no bilateral success. After the attempt, parts of the insertion guide came out in pieces. The essure procedure was aborted and a laparoscopic sterilization was opted. The event parts of the insertion guide came out in pieces, interpreted as device breakage is considered non-serious. According to essure's reference safety information, the breakage is unlisted. However, according to product technical complaint (ptc) analysis, the micro-insert breaking during the procedure is an anticipated event. During difficult insertions, single cases have been reported of essure breakage. In this particular case, the physician made the first attempt to place the essure inserts, but tubes were occluded. The physician made two additional attempts to insert but at the third time, they could not get the essure through the inserter and aborted the procedure. Upon washing the bettocchi, parts of the insertion guide came out in pieces. Considering that the breakage occurred during a difficult essure insertion procedure, the breakage is considered related to essure. This case was regarded as other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.